Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has to constantly change the battery on the insulin pump. It was stated that the customer went out to dinner and the battery was showing 3 bars and when arriving to the restaurant, he received a low battery alert. It was stated that sometimes the insulin pump goes straight to off no power. It was stated that the battery cap has been replaced twice. Nothing further reported.